Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 2207371 d4. Medical device expiration date: 2023-11-30 h4. Device manufacture date: 2022-07-26 h.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® serum blood collection tubes that there was discolored / abnormal additive form. The following information was provided by the initial reporter: distributor, on behalf of customer, reports discoloration in tubing for cat 367812 lots 2207371 and 2076592.

Manufacturer narrative:
The following fields have been updated with additional information: device available for eval? Yes. Returned to manufacturer on: 18-jul-2023. Bd received 3 samples from lot# 2207371, 1 sample from lot# 2076592, and 1 photo for investigation. The photo was reviewed and the indicated failure mode for additive abnormality with the incident lot was not observed. Additionally, the customer samples along with 30 retention samples of each lot from bd inventory, were evaluated by visual examination and no issues were observed relating to additive abnormality as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode additive abnormality. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using bd vacutainer® serum blood collection tubes that there was discolored / abnormal additive form. The following information was provided by the initial reporter: distributor, on behalf of customer, reports discoloration in tubing for cat 367812 lots 2207371 and 2076592.